Event description:
On (B)(6) 2018, the lay-user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio 2 meter powers off during use. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged power issue began at an unspecified time on (B)(6) 2018. The patient manages her diabetes with self-adjusted insulin. It was not reported if the patient made any changes to her usual diabetes management routine in response to the alleged issue. The patient claimed that 30 minutes after the alleged issue began, she developed symptoms of ¿eyesight blurry, shaking, cold and heart pounding¿. The patient denied receiving medical treatment. At the time of troubleshooting, the csr noted that the subject meter was not being used for the first time and there was no indication of misuse of the device. The csr noted that based on the information provided, the subject meter¿s batteries did not need to be replaced. The csr educated the patient on meter¿s behavior and auto-shutoff however the alleged meter issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after the alleged meter issue began.